Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "does not turn on". No patient involvement reported.

Manufacturer narrative:
Qn(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit did not pass the initial power connect test. No lights illuminated when the unit was connected to the wall outlet and the unit did not power on when the power button was pressed. Both power fuse resistances were measured to be 0.2 ohms and 0.1 ohms respectively. These measurements were found to be within the normal operating range. The unit was opened, and it was noted that the power harness had some heat damage at its connector. The power supply board was replaced with a known good lab inventory board. This time, the unit was able to pass the power connect test with no issues. The unit then was also able to pass the power-on self-test (p.o.s.t.). During the temperature display accuracy test the unit displayed the correct t emperatures and properly alarmed in the high temperature scenario. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2011 and was designed for a minimum of 5 years. The root cause for the failure is normal wear. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the unit "does not turn on". No patient involvement reported.